Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (con): additional information was received from the patient. He stated his back is killing him today (B)(6) 2021. Pt stated his therapy is not working since last night (B)(6)2021 and mentioned the ins is shutting off by itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported stimulation intermittently turns off. Caller reports patient will notice his back pain returns and checks his controller and the stimulation is off. Caller does not know what patient's ins voltage was at the time stimulation is turned off. Caller reports stimulation usage is 65%. Caller reports ins battery is currently at 2.3v. Caller reports impedance shows: reference 01: 2340 ohms 2: 2250 ohms 3: 2270 ohms 8- 1860 ohms 9-2510 ohms 10-2780 ohms 11-2050 ohms 12 2050 ohms 13-1990 ohms. Caller reports patient uses electrode: 1,2, 3, and 4. Reference 23- 1660 ohms 4- 1640 ohms. Reference 32- 1660 ohms 4 ¿ 1610 ohms. Reference 42- 1640 ohms 3- 1610 ohms reference 2- 1830 ohms 3- 1930 ohms 4- 1850 ohms. Caller reports no fall or trauma. Caller reports patient does get great coverage. Caller reports during programming on the day of the report, out of range (oor) message was seen on the tablet. The caller reported she added another electrode and that has resolved the issue. Caller reports patient noticed the oor message before only during charging and patient will press a button and the message goes away. It was reviewed oor does not occur during charging. The recharge diary reviewed. Energy usage: group c: 1 day metric: recharge coupling: good avg ending:50% avg recharging time: 40 mins avg recharge interval: 9 hrs last charging session: jan 6, duration 1.4 hrs, beginning 10% end 100% excellent coupling jan 5, duration 30 mins, beginning 0% end 0% jan 5, duration 8 mins, beginning 10% end 20% excellent coupling jan 4, duration 1.5 hrs, beginning 10% end 30% fair coupling jan 4 ¿ 0 jan 4, beginning 10% end 70% fair coupling. Reviewed charging the controller overnight reviewed charging ins when it is at 50% and charge to 100%. Reviewed % on charge level. No further complications were reported/anticipated. See related pe (B)(4) for information related to dead controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the oor issues were resolved with an extra electrode. Impedances were all in range when checked. The patient weight was unknown. No further complications were reported/anticipated.